Event description:
Olympus was informed that during preparation for use for an unspecified procedure at an unspecified time/date the esg-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus medical systems corporation (omsc), (B)(6) (returned to (B)(6) on 2022-05-18). During the evaluation/investigation at (B)(6) error message e433 could not be reproduced. This error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed but the exact cause for the occurrence of the error message could not be determined. The evaluation also found cracks on the generator¿s front panel power, which were most likely caused by improper handling. Furthermore, the power switch was found to generate noise when actuated. The cause for this issue could be conclusively determined. However, there is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.